Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred while the pump was off of the customer during a shower. Reportedly, the cartridge was cracked. The customer reported that the cartridge felt wet; however, the customer was unsure. The customer's blood glucose level was 73 mg/dl. All the supplies were changed to address the event.